Event description:
It was reported that the user experienced hyperglycemia around 400 mg/dl that did not decline and had repeatedly announced meals without actually eating in an attempt to correct, after which the user disconnected from the ilet and administered subcutaneous insulin via pen while performing a full supply change including a 6 mm infusion set. Symptoms included hyperglycemia. Outcomes included the need for backup therapy and user education on proper use of meal announcements and system troubleshooting. Investigation included customer interview, data review through synced reports, and troubleshooting with education. Investigation of this case revealed inappropriate use of meal announcements that could adversely affect automated insulin dosing. It was concluded that user-related use error contributed to hyperglycemia and that counseling on correct operation and set changes was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.